Event description:
Material # 309657. Lot # 3237170. It was reported that the bd luer-lok stopper was defective/deformed. The following information was provided by the initial reporter: "rubber on syringe plunger looks deformed." Verbatim: rcc received a complaint via email. Email(s) attached. Rubber on syringe plunger looks deformed. Device name/description: syringe luer lock tip 3ml. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 309657. Serial or lot number: 3237170. Device expiry date (yyyy-mm-dd): 2028-07-31. Supplier: (B)(6). Supplier catalogue number: (B)(6). Was the device retained? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material # 309657 lot # 3237170 it was reported by customer that rubber on syringe plunger looks deformed. Rcc received a complaint via email. Email(s) attached. Rubber on syringe plunger looks deformed. Device name/description: syringe luer lock tip 3ml manufacturer: becton dickinson canada inc manufacturer code/model: 309657 serial or lot number: 3237170 device expiry date (yyyy-mm-dd): 2028-07-31 supplier: (B)(4) supplier catalogue number: 308-309657 was the device retained? No.